Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem ((B)(4) - multiple abnormal shutdowns) was confirmed. Upon investigation, the u104 pxa processor was defective. The cause of the failure and the abnormal shutdowns was the defective processor. The root cause for the defective u104 pxa could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor displayed service code 107 (multiple abnormal shutdowns).